Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) device exhibited fluctuating shock impedance measurements, measuring from 80ohms to 150 ohms on this right ventricular (rv) channel. This rv lead remains in service. No adverse patient effects were reported.